Event description:
It was reported that a spectrum pump had a keypad that wasn't working properly. It was also reported that there was no patient injury.

Manufacturer narrative:
MFR ref number: (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.